Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure for this pacemaker the right bundle was bumped with the guidewire and the patient went asystolic. A code was called however the implant was able to be completed without further incident or additional intervention. No additional adverse patient effects were reported.